Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The extension line separated from the catheter at the juncture hub. The customer suggested that the activation of the slide clamp may have caused the line to fracture at the connection with the hub. The PICC was placed on (B)(6) 2020, the separation occurred on (B)(6) 2020 and the line was replaced with a new PICC on (B)(6) 2020. No patient injury or complication was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The extension line separated from the catheter at the juncture hub. The customer suggested that the activation of the slide clamp may have caused the line to fracture at the connection with the hub. The PICC was placed on (B)(6) 2020, the separation occurred on (B)(6) 2020 and the line was replaced with a new PICC on (B)(6) 2020.no patient injury or complication was reported. The patient's condition is reported as fine.